Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The field service engineer investigated the event and determined that the reagent had an abnormal color, which indicates a reaction or contamination. He also found crystalline deposits near the reagent inlet. He performed a test using deionized water and probe cleaning solution, which confirmed that the crystalline material caused lipid-related contamination. He performed comprehensive cleaning and maintenance. The customer has not reported any other issues after the service. The investigation is ongoing.

Event description:
The initial reporter alleged abnormally elevated triglycerides assay results from approximately 100 patient samples tested on the cobas 8000 c702 module. One example of the alleged abnormally elevated assay result was provided: on (B)(6) 2026: the customer had an air conditioning malfunction. The analyzer was located near an open window. The patient's initial result was 7.32 mmol/l. On (B)(6) 2026: the qcs were out of range (high). The customer replaced the reagent pack and reran the qcs and patient samples; the repeat qcs were within the specified ranges. The repeat result was 1.41 mmol/l. This result was deemed normal.

Manufacturer narrative:
The investigation reviewed the data provided by the customer: the qc results from the old reagent pack were elevated. The qc results from the new reagent pack were within the specified ranges. The reaction curves revealed significantly increased baseline absorbances. The environmental factors included high temperature and humidity (>30°c and >60%), exacerbated by a malfunctioning air-conditioning unit in the laboratory. The investigation determined that environmental conditions (reagent contamination by external crystalline deposits under elevated temperature and humidity) caused the event. The investigation did not identify a product problem.